Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the suction channel. It is likely that foreign matter larger than the inner diameter of the suction channel got into the suction channel and caused clogging. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the insertion tube of the evis lucera elite gastrointestinal videoscope was deformed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that foreign objects came out of the distal end due to damage to the suction tube in the control section. The report is being submitted due to the foreign objects in the distal end found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending section cover of the insertion section was scratched. In addition, evaluation found the bending angle in the up direction did not meet standard value and the play in the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive had a white clouded area, and the protector of the universal cord was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date and when the damage to the curved part occurred was unknown and they did not have any additional information.